Event description:
Information received indicates the customer experienced air-in-line alarms. No patient impact.

Manufacturer narrative:
Product number 340-4130 is currently under recall z-1446-2011. Lot cf1033003 is not part of the recall.